Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were in the emergency room (ER) right now because the nerves in their left leg were going crazy, they couldn't walk, they had been there since 7: 45 this morning. Patient said the issue started after they got the stimulator, they were laying on the couch and when they got up to go to the bathroom they felt a zing, a pull in the back of their leg so they gimped a couple of steps and it went away so they didn't think anything of it but in the middle of the night they woke up at 4: 00 am screaming because it hurts so bad, they couldn't get off the toilet by themselves, and had to crawl back to bed. Asked patient if they think the zing and pull and going crazy were related to their stimulator and patient said, they said whoever their manufacturing representative (rep) and doctor (dr) shut down their device they turned therapy off and they had not noticed any difference, they lay there and hold it as long as they could because when they put pressure on it to get up it hurts. The patient was redirected to their healthcare provider to further address the issue.